Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A device history record review could not be performed as the lot/batch/serial number of the device were unavailable.

Event description:
The following was published in the journal of the american heart association in an article titled "early experience and lessons learned using implanted hemodynamic monitoring in patients with fontan circulation" by william h. Marshall v; saurabh rajpal, md, may ling mah, md; aimee k. Armstrong, md; arash salavitabar, md; jenne hickey, fnp-bc; rachel metzger, a-gnp; tracey sisk, rn and curt j. Daniels, md. Patient with prior arteriovenous malformations in the right lung resulting functionally in a single left lung, developed a pulmonary embolism in the left lower medial branch of the pulmonary artery, adjacent to the distal end of the [cardiomems sensor] (54 months after [sensor] placement), such that it was possibly device related. [The patient] was off anticoagulation due to uterine bleeding, leading to a hysterectomy one week before the pulmonary embolism was diagnosed. The clot burden improved with catheter-directed thrombolytic therapy and resumption of systemic anticoagulation, with no further thrombotic events.